Event description:
Device evaluation is complete. Patient reported, right side deflation. Healthcare professional confirmed, right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, white particles in device outer surface, wear abrasion and fold creases. Leak test and microscopic analysis was performed, which identified one crack opening. Based on the device analysis, the final assessment is: one opening crack, assessed as cracked valve seat diaphragm valve.

Event description:
Healthcare professional confirmed right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, g.2, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.